Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that approximately one month ago the pt had a groin lymphocele drained with strep positive blood and fluid. The pt is stable and at home.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.